Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had ketones. The customer reported that she need to find the steps for the daily total. The customer was assisted with getting in to the daily history. The customer mother stated that she need to know how much to increase the insulin to treat the ketones. The customer was advised to speak to the doctor about that. The insulin pump will not returned for analysis.